Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the investigation results, mixture of foreign material with corrosion on the glue between the distal end and z-block, could not be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly due to loss of watertightness of forceps elevator. According to the image provided by sbc, we could confirm the adhesion/clogging of the material on the glue between the distal end and z-block. However, we could not identify the material. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection. Chapter 5 reprocessing the endoscope (and related reprocessing accessories).¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera ii duodenovideoscope exhibited that there was foreign material with corrosion on the glue between the distal end and the server plug-in block. There were no reports of patient involvement.